Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that thrombectomy for left m1 proximal was performed with first pass followed by carotid artery angioplasty for left internal carotid artery using a stent (subject device) on (B)(6) 2020. The procedure was completed successfully without any intraprocedural complications. After 24 hours of the procedure, the diagnostic imaging of patient's anatomy showed development of symptomatic intracerebral hemorrhage (sich) and subarachnoid hemorrhage (sah). No further information is available at the moment.

Event description:
It was reported that thrombectomy for left m1 proximal was performed with first pass followed by carotid artery angioplasty for left internal carotid artery using a stent (subject device) on (B)(6) 2020. The procedure was completed successfully without any intraprocedural complications. After 24 hours of the procedure, the diagnostic imaging of patient's anatomy showed development of symptomatic intracerebral hemorrhage (sich) and subarachnoid hemorrhage (sah). No further information is available at the moment.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during preparation/prior to use on the patient and the device performed as intended during the procedure. The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.